Event description:
It was reported that a malfunction occurred with the pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer opted to use an alternate form of insulin therapy, specifically multiple daily injections (mdi), to ensure continued insulin delivery. Technical support provided assistance in resetting the pump, confirmed the shipping address, and arranged for a replacement pump to be sent. The customer was instructed to put the faulty pump into storage mode and return it with a pre-paid label within ten days, and they acknowledged these instructions.